Event description:
It was reported that in ukr case, while collecting the hip center, the system rebooted abruptly. After rebooting, during the handpiece calibration stage, the system was not picking up on the points as quickly as it does normally. Changed the flat markers to eliminate that possibility but still faced the same problem. Could only proceed after calibrating the handpiece by moving it very slowly. The lag between the actual position of the handpiece and on screen display persisted during the cutting stages as well. Swapped the handpiece, but the issue was not resolved.

Manufacturer narrative:
H10: the device was used in treatment. DHR review found that the software version (navio rc-6001) has been validated. A complaint history review identified a similar event, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. We could not confirm if there was a relationship established between the reported event and the device. The reported device, the log files, the screenshots or the patient archive were not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. Discussion with the reporter revealed that the issue with handpiece calibration has not occurred again since the event and that he verified that the handpiece tracker was not bent. No part will be returned for investigation. It is possible that when the issue occurred, the camera lens was slightly blocked or the handpiece tracker loose on the handpiece. There was no problem with the device. Per complaint details, the system malfunctioned during use; the system rebooted abruptly. The lag time between the actual position of the handpiece and on screen display persisted during the cutting stages. At this point we swapped the handpiece, but the issue was not resolved. Based on the information provided of the delay, inconvenience and swapping out the equipment; the patient injury/impact could not be concluded.